Event description:
It was reported that a 41-year old caucasian female patient underwent primary breast augmentation with two 300cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast implant rupture and bilateral breast malposition. The rupture was initially diagnosed in person and was confirmed via mammogram. As a result, the patient underwent bilateral capsulorrhaphy and breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (right) 430cc mentor memorygel boost breast implant catalog: smpb430, lot: 9778184, sn: (B)(6) and (left) 430cc mentor memorygel boost breast implant catalog: smpb430, lot: 9778184, sn: (B)(6). This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2023-06154.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).